Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer requested assistance programming the bolus wizard and meter ID. Her blood glucose level was not reported. She was in the hospital for about a month. She passed out for two days. She did not know why she went to the hospital. She thinks it may have been a stoke but no one could confirm what the cause was. The product was not returned. Nothing further to report.